Manufacturer narrative:
Product has not been returned to the manufacturer. When returned, product will be evaluated and follow-up report sent.

Event description:
"Dr. Noticed something black inside the patient on the screen. Removed foreign object with grasper."